Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached and separated from the sds (stent delivery system) and not returned for analysis. The balloon wings were opened and relaxed. Crimp markings were not evident on the balloon wall as the balloon appeared to have positive pressure applied. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found several kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found a kink at the port entry site. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 38 synergy¿ drug-eluting stent was advanced into the introducer sheath. However, when the stent was about to position, the stent was not found on the balloon. The device was removed from the patient. After analyzing, the physician realized that the balloon was intact and concluded that the stent was not present from the beginning. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 38 synergy drug-eluting stent was advanced into the introducer sheath. However, when the stent was about to position, the stent was not found on the balloon. The device was removed from the patient. After analyzing, the physician realized that the balloon was intact and concluded that the stent was not present from the beginning. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.